Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with pleural pain. System evaluation did not identify any out of range measurements and an echocardiogram did not reveal an effusion. The following day, a perforation and effusion were revealed via echocardiogram. Additionally, threshold measurements had increased and sensing measurements had decreased. A revision procedure was performed and this right ventricular (rv) lead was repositioned. No additional adverse patient effects were reported.